Event description:
At 10:58 a.m. Started patient's infusion of cisplatin. At approximately 11:40 a.m. Patient noticed small drop (nickel sized) on clothing. Stopped infusion and assessed, noticing small drips coming from the closed system device. Tubing disconnected from patient and returned to pharmacy. Pharmacy able to reprime cisplatin and attached new closed system device. Reconnected to patient without any issues after starting infusion again.